Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On september 12, 2022, a reporter for the lay-user/patient contacted lifescan (lfs) (B)(6), alleging that the patient's onetouch verio vue meter read inaccurately high to another device (brand not reported). The complaint was classified based on the customer care agent (cca) documentation. It was not reported when the alleged meter inaccuracy began. The reporter claimed that on september 03, 2022, the patient obtained blood glucose readings of ¿509, hi, 542, 359 and 369 mg/dl¿ with the subject meter which were higher than readings obtained on another device performed at the same time (exact readings on other device not provided). The patient has type 1 diabetes. It was not reported if the patient made any changes to their usual diabetes management regimen as a result of the alleged issue. The reporter claimed that at an unspecified date and time after the alleged issue began, the patient was treated for hypoglycemia by the emergency medical services. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the test strips had been stored correctly and were not expired or opened past their discard date. The cca walked through a control solution test and the result fell outside the specified control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after obtaining alleged inaccurate high results with the subject meter. The reported issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed performance testing with no faults found. The reported issue could not be confirmed. In addition, visual inspection was conducted on the returned test strips and no defects were detected. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Block d4. Correct serial number is (B)(6).